Manufacturer narrative:
Concomitant medical devices: dtbb1d1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture and high undefined impedance on the left ventricular (lv) lead. The lead was capped and not replaced. No patient complications have been reported as a result of this event.